Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the ventricular lead exhibited oversensing of noise. The noise could be reproduced with pocket manipulation and when the patient grabs the opposite shoulder across the chest. The oversensing of noise resulted in pacing inhibition. The patient is dependent. The device was reprogrammed to voor mode. The patient was in stable condition post event.